Manufacturer narrative:
Product complaint # (B)(4). Patient: surgical intervention.

Event description:
A corail stem was revised today at (B)(6), the distal tip had broken and the stem had fallen into varus. This was implanted 7 years ago in another hospital, which is unknown. This was a mom 36mm corail pinnacle combination. The stem was removed easily, the femur was windowed to remove the distal tip. These were replaced with a the implants shown in the picture above. The broken implants have been sent for decon. These implants don¿t appear to have lot or ref numbers that can be seen. X ray of pre and post op will be set soon. This was a male patient, (B)(6) yrs old. The stem was under sized. Op date (B)(6) 2018; primary op 7 years ago; original notes missing; no ref or lot of stem or cup available. Doi: 7 years ago; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). A review of manufacturing records or complaint databases was not possible as no product details were received. The devices were reviewed and root cause was concluded as undetermined depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.